Event description:
The customer reported an episode of hypertension in a pt that occurred in the initial 15 minutes of the treatment. The event took place during (B)(6) 2013. Complaint reporter: (B)(6), issue started on (B)(6) 2013, reported on (B)(6) 2013. The pt was a (B)(6) female with known cgd s/p bmt 40 days ago with acute gvhd inc gi involvement not responsive to csa, steroids, and campath. She has a history of hypertension secondary to gvhd medications. Because of the ecp her bp medication which were potentially photosensitizing were changed to 7 and reportedly have been able to control the bp. Three times this week, each treatment had to be terminated after approx 15 minutes due to elevated bp (diastolic's of 100+) associated with headache and dizziness requiring anti-hypertensive medications. The bp is easily controlled and the symptoms resolve. The pt is not fluid overloaded, is not receiving a prime, has normal renal function and every 3 hr. Bp are otherwise reportedly normal. The pt is being treated with acda due to gi gvhd and bleeding. Customer contacted therakos medical affairs: hypertension has been reported in the past in association with renal disease or fluid overload and never, as in this case, in the first 10-20 minutes of the procedure when if anything the pt is slightly at a fluid loss and has only been exposed to saline and anticoagulant. The ecp team's plan is to hold the ecp for several days and try again after the weekend. I asked sue to let me know if the pt's bp is stable over the next few days and what happens if they opt to re-treat. Other relevant info: this pt received 7 treatment up to day: 4 without any problem, the last 3 with these hypertension episodes. Associated procedural kit: not provided. Uvadex dose: none as the treatment were all stopped due to the high blood pressure.

Manufacturer narrative:
The pt experienced adverse events while treated with the device, since the pt received treatments to control the symptoms (increased bp) this should be considered as medical intervention. The event was not device related. (B)(4).